Event description:
Freestyles libre 3 sensor reading had been going down low 60 to 53 range. For the past 4 days. Today, I did a strip test to compare the accuracy of the reading. 53 from freestyle libre 3 against 143 reading from my sister's strip test meter.